Event description:
It was reported that a malfunction alarm with code malf 0 occurred, and the fault ID was available. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump. The issue did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code appeared again and acknowledged the instructions provided.